Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the damage of image sensor unit(disconnection, etc.) Or breakage of the mounting components (ic [integrated circuit] chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The inspection method for the suggested event is described in the operation manual chapter 3 ¿preparation and inspection 3.7 inspection of the endoscopic system¿. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1. (B)(6) medical center. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during therapeutic laparoscopic nephrectomy, when physician switched from video system center, light source, and camera head to videoscope (demonstration model), the image was so rough that physician could not use only 12g signals and the redness was strong. The 3g-sdi (serial digital interface) signal ceiling-mounted monitor displayed a normal image. The equipment was replaced with one at the facility and the procedure was completed. The procedure was extended by about ten minutes for device exchange and was completed with the new device. There is currently no report of a significant delay causing serious deterioration in the patient's condition. There is also no evidence that a life-threatening event occurred, that the patient developed permanent harm or impairment, or that additional medical intervention was required.